Event description:
On (B)(4) 2012, the lay-user/patient contacted animas (anm) alleging and reported a high blood glucose (bg) event. The patient claimed that on (B)(6) 2012, she was admitted to a hospital for dka and was treated with an IV drip. According to the patient, she was told by ems (emergency medical services) that when her site was removed the tubing was found to be bent. The patient alleged that the pump should have alarmed for an occlusion. The patient claimed that she never received an occlusion alarm. The patient was discharged from the hospital on (B)(6) 2012. The patient was unable to recall how long the site was in use prior to the high bg event. She also could not recall what date/time she had first attempted to use the site prior to the event. According to the patient, she had attempted to correct her bg's via the pump and did not get a response. However, she admitted that she had not changed the site. The patient reportedly turned the pump over to her lawyer. Therefore, troubleshooting of the pump could not be completed by the anm representative involved in this contact. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for dka after the pump did not give an occlusion alarm as expected. However, at this time, it is unknown if a pump malfunction contributed to the patient's injury. There is evidence that a bent infusion set issue contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.